Event description:
Procedure: lap gastric bypass the device was applied, the staples dispensed, but the knife did not cut fully. The surgeon had to cut out anastomosis and then re-anastomose the bowel. The surgery time was extended for two hours.